Event description:
It was reported that there was a device telemetry problem and a device interrogation was not possible. It was further noted that a device replacement was planned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).